Manufacturer narrative:
A medtronic representative, following up with the site, reported that the reported event occurred in a spinal posterior fusion procedure. The medtronic representative also reported the cable was not replaced as the issue could not be replicated. A medtronic representative found the bottom of the external camera cable was stuck between the staff and surgeon carts. The medtronic representative was able to "unstick" the cable and reported there was no damage to the cable. The system has been functioning normally.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement external scu to r/a psu cable shipped to site 07/14/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system camera has cycled randomly twice. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no patient present when this issue was identified.